Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment, this coil would not detach. No further information was provided.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil found damaged and stretched with the polypropylene filament intact and still attached to the pushwire. The instant detacher was not returned for evaluation. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, an in-house instant detacher used but implant coil did not detach after 3 attempts were made to detach the implant coil; however, the tack weld replacement crimps were found broken. Furthermore, the pushwire was intentionally broken distal to the break indicator at the manual detachment location (via hypotube) and the release wire was pulled back against resistance. The implant coil successfully detached from the pushwire as intended. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. Based on the concerto coil analysis, it is likely that the intact tack weld replacement (twr) crimps led to non-detachment of the implant coil from the pushwire from preventing actuation of the detachment mechanism. It is possible that the bends in the pushwire prevented the release wire from pulling back and subsequently prevented breaking of the twr crimps during the attempt to detach the implant coil with the instant detacher. All coils are 100% inspected for damages and irregularities during manufacture. Follow-up was made for additional event details; however, no further information could be obtained. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: "handle the concerto detachable coil with care to avoid damage before or during treatment". ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.